Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the blade became stuck when cutting through the omentum, causing the jaws to become locked. The device was cut from tissue in order to remove it. Another device was used to complete the procedure. There was no patient injury.